Event description:
Report received of an over-delivery possibly due to an operator error in programming the device. The physician reportedly ordered epidural mode, continuous plus bolus dose delivery of morphine 10mg/ml at a continuous rate of 25mg/hr, a bolus dose of 12.5mg, with a 30 min bolus lock-out. Five hours after the infusion began, the pump gave an audible air in line alarm and the solution bag was empty. The patient was found unresponsivle. The patient was given 3 doses of 0.2mg narcan and was reported to have responded immediately. At this time, it was noted the pump was programmed in the epidural mode, continuous plus bolus, to deliver morphine 10mg/ml at a continuous rate of 25ml/hr, instead of the intended 25mg/hr, a bolus of 12.5ml, instead of the intended 12.5mg with a 30 min bolus lock-out. Though requested, no further information was available.